Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an undefined load issue which resulted in the customer being directed to repeat the load process several times. The customer's blood glucose level was 140-141. Reportedly, the customer was able to ultimately complete the load process successfully.